Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparin blood collection tubes there were gel bubbles in the separator of 420 tubes, and foreign matter in 80 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 90 retention samples from bd inventory were evaluated by visual examination and the issue relating to air bubbles in gel was observed in 1 tube. Foreign matter was not found in any retention samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode air bubbles in gel but is not confirmed for foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparin blood collection tubes there were gel bubbles in the separator of 420 tubes, and foreign matter in 80 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.